Manufacturer narrative:
(B)(4)

Event description:
It was reported when asymptomatic patient presented to the clinic, the patient received a patient notifier for upper out of range high voltage lead impedance. The shock vector was programmed to a single coil. The patient will continue to be monitored.